Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned unit for plastic melting and a burning smell prior to use.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed and the customer states ¿returned unit for plastic melting and a burning smell.¿ the unit was triaged and the customer¿s reported condition was confirmed. Inspection of the unit exterior found that the molded recess in the unit handle had a hole melted in it. The unit was disassembled and inspection of the main pcba found that component c143 had thermal damage consistent with a short. The cause of the short is unknown. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.